Event description:
Per oos, this system was removed due to infection and erosion and replaced with a cylos vr, device was not returned to binc until may 1, 2009. Also removed was an intermedics 430-07.